Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has no more hearing sensation with the device. No trauma has been reported. Re-implantation considered.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been provided yet.

Event description:
The user no longer has any hearing sensation with the device. No trauma has been reported. The hearing performance before the loss of hearing sensation was very good. Re-implantation considered but the date is not scheduled yet.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. In addition 3 channels were out of cochlea since initial implantation. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user no longer has any hearing sensation with the device. No trauma has been reported. The hearing performance before the loss of hearing sensation was very good. The user has been re-implanted.